Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
The device was returned to the MFR with evidence of physical damage to the rear panel which resulted in damage to the device's active exhalation control module. The device's active exhalation control module was replaced to address the issue.